Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm when the needle breakage occurred: pre-op, intra-op, or post-op. It was reported that the needle fragment was found on the back table, was the defective needle actually used on the patient? Which tissues were being sutured at the time of needle breakage? Did the broken needle cause any damage to the tissue while suturing? Were x-rays conducted to locate any possible needle fragments remaining in the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a lumpectomy procedure on (B)(6) 2022 and suture was used. The needle was returned to the needle book it was noticed that the tip of the needle was missing. Missing piece was found on the back table. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.